Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use in a vein. While procedure was performed, on the first inflation at 4 atmospheres, the balloon ruptured. The procedure was completed using another of the same device and no patient complications were reported. The patient's condition was good.